Manufacturer narrative:
The lot number was provided and a lot history review was performed. The investigation is inconclusive for the reported asymmetric inflation issue, guidewire issue and retraction issue, as the device was not returned for evaluation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model us14150515 pta balloon dilatation catheter allegedly experienced material deformation, device-device incompatibility, and a retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient's age and weight were not provided.